Event description:
It was initially reported by the physician that diagnostic results indicated high impedance. The site indicated that diagnostics had not been performed in several years (review of the data in the MFR's in-house programming database revealed the last diagnostics were performed on (B)(6) 2006). Pt is unable to speak, so it is unk if they still feel stimulation. There was no reported trauma or manipulation. Pt's device was disabled. X-rays were taken (not provided to the MFR) and review of the x-rays showed no lead breaks or lead discontinuity. Pt reported an increase in seizures a year ago, reported in MDR 1644487-2010-02818. There was no recorded diagnostic for that time, so it is unclear if there was high impedance present.

Manufacturer narrative:
Method - analysis of programming history.